Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed, or corrected information is noted, a supplemental medwatch will be submitted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was lymphadenopathy. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
A patient reported that they experienced the events of ¿swollen lymph nodes¿, ¿some pain mainly on the left side¿, ¿feeling fatigue¿ and ¿ill throughout the year without reason or cause¿. The device remains implanted.